Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2025, product type lead. Product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2025, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. Their trial started on (B)(6) 2025. It was reported that the patient accidentally pulled the leads out of the patient's body today. Patient representative said they had cut off the leads with scissors because they thought it was a string hanging down from the belt. The patient was redirected to their healthcare provider (hcp) to further address the issue. Agent emailed local manufacturing representative (rep) to notify them of situation.